Manufacturer narrative:
Pump was received with motor error alarm during rewinding due to motor encoder signal out of phase. Unable to confirm motor position encoder error alarm in alarm history due to history file was overwritten. Unable to perform basic occlusion test or occlusion test due to motor error alarm. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 337 mg/dl at the time of the incident. The customer stated getting motor error on pump and now stuck in rewind process. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.